Event description:
The st. Jude medical rep. Reported that he was called to interrogate an ICD at the mortuary after the pt had passed away at home. Upon interrogation, the device was found to be hardware reset. The ICD and lead were returned for analysis.